Event description:
It was reported the during the procedure to change out the device due to elective replacement indicator (eri), the physician stated that the whole setscrew mechanism came away from the header block. The device was explanted. Also, during the implant attempt of the lead, the physician had to use over forty rotations to extend the helix. The lead also had high threshold and poor sensing. The lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary - the full lead was returned in segments and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood. The helix of the lead became extrinsically distorted due to pulling/stretching/overstress.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.